Event description:
(B)(6) 2020: 3 mos visit: minimal back/leg pain, odi:79, no ae. Medications for pain: aspirin/acetaminophen, ibuprofen, methocarbamol. (B)(6) 2021: ae: "subject fell down the stairs at her house and has been having left-sided lumbar radiculopathy in the s1 distribution. Physician noted re-herniation at the left l5-s1 in the MRI of the lumbar spine". (B)(6) 2021: patient experiencing: back pain and muscle stiffness, feeling nervous, anxious, or on edge, excessive daytime sleepiness and tiredness and fatigue, decreased libido, "numbness or shooting pain in hands, arms, legs or feet". (B)(6) 2021: patient experiencing: "weakness in arms or legs". (B)(6) 2021: revision surgery performed on: prone left l5/s1 with minimally invasive laminectomy and discectomy. No herniation noted, scar tissue. (B)(6) 2021: patient had a dural tear and csf leak during revision surgery.

Manufacturer narrative:
Medical history showed trends in reduction in pain medication at 3 months after implantation. Patient then suffered an injury (possible re-herniation) due to a fall 6 months after implantation, after this the patient had new symptoms. Another surgery to address possible re-herniation at the location of discectomy was scheduled. During surgery surgeon noted "no herniation" but did note that there was scar tissue present. Surgeon performed a laminectomy and a discectomy on (B)(6) 2021.

Manufacturer narrative:
Surgeon was contacted as part of complaint investigation. No recurrence was observed. Instead, scar tissue was noted.

Event description:
On (B)(6) 2020: 3 mos visit: minimal back/leg pain, odi:79, no ae. Medications for pain: aspirin/acetaminophen, ibuprofen, methocarbamol. On (B)(6) 2021: ae: "subject fell down the stairs at her house and has been having left-sided lumbar radiculopathy in the s1 distribution. Physician noted re-herniation at the left l5-s1 in the MRI of the lumbar spine" on (B)(6) 2021: patient experiencing: back pain and muscle stiffness, feeling nervous, anxious, or on edge, excessive daytime sleepiness and tiredness and fatigue, decreased libido, "numbness or shooting pain in hands, arms, legs or feet". On (B)(6) 2021: patient experiencing: "weakness in arms or legs". On (B)(6) 2021: revision surgery performed on: prone left l5/s1 with minimally invasive laminectomy and discectomy. No herniation noted, scar tissue. On (B)(6) 2021: patient had a dural tear and csf leak during revision surgery.